Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that set screw driver broken.

Manufacturer narrative:
The evaluation revealed the deformed set screwdriver to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 7 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The reported event could not be confirmed; the provided set screwdriver was not broken, it was plastically deformed in its flexible spiral shaft due to too high torque forces. The operative technique includes that the screwdriver shall be used only to insert set screws; for extraction a straight not-flexible screwdriver shall be used. Most likely the set screwdriver got deformed during removal of a tight placed set screw. The IFU includes that all instruments shall be used with care and only for their purposes. Furthermore all instruments shall be inspected prior to surgery. The evaluation revealed no manufacturing or material issues; the case is attributed to an inadequate usage. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It was reported that set screw driver broken.